Event description:
In 2009, the lay user/pt in norway contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately erratic readings. On 06/08/2009, the technical service rep (tsr) spoke with the pt to obtain and verify info. The previous month, the pt obtained the before-meal blood glucose reading of 14.4 mmol/l on the reported meter. At that time, the pt was experiencing no symptoms of high or low blood glucose levels. Based on the meter reading, the pt took eight units humalog insulin, two units more than his usual six units before each meal. The pt claimed he was unsure of his first reading, so he retested his blood glucose level using a second meter, and obtained the result of 2.2 mmol/l. Ten minutes later the pt experienced the symptoms of "severe hypoglycemia"; he was unable to provide his specific symptoms. The pt's wife treated him with a glucagon injection and he felt better afterwards. He did not seek any medical attention. Earlier on the day of this event, the pt had obtained blood glucose readings as expected, and taken his usual doses of insulin according to the sliding scale. The pt takes insulatard insulin eight units twice per day, and humalog insulin before meals on a sliding scale based on meter readings. The pt's expected readings range from 6.0 mmol/l to 8.0 mmol/l. During the troubleshooting telephone call, the tsr determined the pt's testing technique was correct, the test strips were in good condition, and the meter was programmed for the correct unit of measure and calibration code number. The meter was replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after taking an increased dose of insulin based on an elevated meter reading, and he received emergency treatment with glucagon. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.